Event description:
Description of event according to initial reporter: per physician, (B)(6) 2021 gunther ivc filter found to be fractured-thin wire. Tip embedded as well. Removed with forceps and thin wire retained in ivc wall. With some difficulty, removed with forceps. Patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence.